Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that the display on their device turned a solid white color during use. The reported solid white screen on this device is indicative of a device lockup which would prohibit the device from being used. The customer indicated that they were attempting to perform a cardioversion procedure on the patient when this issue occurred. It was reported that there were backup devices available but the complainant was unsure if a backup device was used during the event. No additional information of the event has been provided. There was no known adverse effects caused to the patient during the reported event.

Manufacturer narrative:
As a precaution, physio-control replaced the user interface (ui) pcb assembly, the ui to stack flex cable assembly and the active color cable assembly. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.